Event description:
Customer reported a malfunction alarm on their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump, and the customer was instructed to put the device into storage mode before returning it using a pre-paid label. The customer did not have a backup insulin therapy and planned to consult with their healthcare provider.